Manufacturer narrative:
A follow-up report will be filed when the device is received and after a quality investigation has been completed.

Event description:
It was reported that the core micro drill overheated during a procedure. A back-up device was used to complete the procedure with no pt injuries or adverse consequences. The following day, the device heated up again during testing and caused a small burn on the user's thumb. The burn did not require any treatment.